Manufacturer narrative:
A field service engineer (fse) was dispatched and observed that the checksum is disabled on the instrument. The fse has recommended the customer to enable checksum and possibly upgrading to the new barcode reader. The fse verified sample barcode and was identified correctly with a barcode read rate test at 100%. The fse also verified system performance. Per labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the last digit of a sample ID for a patient specimen. Instrument misread sample ID (B)(4). The sample ID misread was identified when the tech performed verification of the sample results. A total of five patient specimens have been received for this account of sample misreads. No erroneous results were reported out of the laboratory. There was no death, injury or affect to patient treatment associated with this event.